Event description:
It was reported that the device was having telemetry issues. An overdischarge was suspected. The pt stated they had not changed the battery for at least a month. The manufacturer's representative attempted 8 physician mode recharges and got no response from the battery. The pt stated this had never happened before. The manufacturer's representative was unable to get the battery out of overdischarge with a new charger and the antenna locate feature. The plan was to replace the battery. The replacement date was not set. The pt was not getting therapy.

Manufacturer narrative:
(B)(4).